Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The main board was replaced as a precaution. The device was recertified and returned to the customer. Review of the logs showed that the "unit failed" message occurred in non-rescue mode, which indicates that the device would still function in rescue or clinical mode. Reports of this nature are not considered to meet our requirements for submission of a medwatch report. Analysis of reports of this type has not identified an increase in trend.